Manufacturer narrative:
Visual analysis was performed on the returned device; only the plunger, suture, posterior needle tip, link and cuffs were returned. The reported needle to cuff miss was observed as a link separation. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Additionally, the entire device was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, and return device analysis. The reported difficult to advance could not be determined. The observed link separation appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) with prostyle devices using the pre-close technique via a 6f sheath hole in the lcfa prior to an endoprosthesis interventional procedure. No prostyle device issues reported on the rcfa. The first prostyle device was deployed and preplaced as in tended in the lcfa. Reportedly, during use of the second prostyle in the lcfa, a cuff miss occurred at step two, when depressing the plunger. While attempting to re-wire to exchange the prostyle, resistance was noted when re-advancing the guidewire through the device. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 12f, and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.